Manufacturer narrative:
(B)(4) on 26dec2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
End of the osteotome broke off during the procedure. It was removed from the patient with no patient consequences. (B)(4) . On 04jan2017 additional information from customer: (B)(6) yr old female pt, (B)(6) kg a patient was having the hardware removed from a prior right total knee surgery that had failed and was undergoing a revision. While the surgeon was removing the polyethylene hardware using an osteotome, the end of the oestotome broke off inside the polyethylene. Both were removed from the patient as one.